Manufacturer narrative:
Citation: akin et al. Predictive factors for pacemaker requirement after transcatheter aortic valve implantation. Bmc cardiovasc disord. 2012 oct 4;12:87. Doi: 10.1186/1471-2261-12-87. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding predictive factors for pacemaker requirement after transcatheter aortic valve implantation (tavi). All data were collected retrospectively from a single center between january 2007 and january 2008. The study population included 45 patients (predominantly female, mean age 81 years). All patients were implanted with a medtronic corevalve bioprosthetic valve (unique device identifier numbers not provided). Among all patients adverse events related to the valve included: intraprocedural circulatory depression; atrial fibrillation (afib); ventricular fibrillation requiring defibrillation; left bundle branch block (lbbb); right bundle branch block (rbbb); first, second or third atrio-ventricular block (avb) requiring permanent pacemaker. Adverse events related to the delivery catheter system (dcs) included vascular access site complications. Based on the available information medtronic product were associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.